Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device opened by the account. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic stomach intestinal pylorus-sparing (sips) procedure. The suturing devices were being used for the anastomosis. Both of the reloads kept falling off from the suturing deice after taking a couple of stitches. Three suturing devices were used during the procedure and the jaw was not opening fully. The devices were difficult to toggle. The surgical time was extended by thirty minutes or more due to that the needle kept falling. In order to resolve the issue and complete the case, another suturing device was opened which worked alright. There was no patient harm. The patient outcome is alive, no injury.